Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4), registration number: 3009121749. When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date of this report and the date received by the manufacturer were considered the date the device returned. The guide wire was returned for evaluation. The returned guide wire had its coil wire elongated for approximately 120mm originating from the mid solder that was originally located at 30mm from the tip for the purpose of fixing the coil wire onto the core wire. The inner coil wire under the coil wire was exposed due to coil elongation and loosening of inner coils caused by accumulated torsion was observed. Distal to the end of the inner coil wire, the twist wire (one of wires that compose the core) was found fractured. On the distal side of the guide wire, coil elongation stopped at approximately 18mm from the tip that remained attached on the very distal end of the elongated coil wire; the elongated coil wire remained in one piece. The twist wire was found fractured at approximately 8mm from the tip after removing the coil wire for observational purpose. Sem observation revealed that fine wires of the twist wire had flat fracture surface and helical marks were on the shaft surface, indicating that torsion had accumulated on the twist wire when it broke. The above findings supported that the core-composing twist wire was fractured at approximately 8mm from the tip while the elongated coil wire was not fractured; the returned guide wire was returned as a unit. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion had most likely contributed to separation of the core-composing twist wire. The applied torsion would accumulate on the guide wire and exceed the product design limit as the guide wire was rotated while its tip was being caught and restricted movement by the small and tortuous peripheral vessel. Further applied tensile stress generated with removal made the coil wire elongate. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that an asahi suoh 03 guide wire unraveled during a pci to treat a severely calcified cto in the rca #3. The guide wire was retrogradely delivered via the lad septal branch with a support catheter. During tracking the channel, the physician felt stretching of the coil wire and removed the guide wire from the vessel. Unraveling of the coil wire was noted. A new suoh 03 guide wire was used to resume the procedure. The pci went successful with reestablished blood flow achieved by stent deployment. There were no adverse patient effects associated with this event.